Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was subsequently treated with oral antibiotics.

Manufacturer narrative:
Additional: it has since been reported that the patient was administered topical antibiotics in (B)(6) 2018 (type not reported) and underwent a skin revision (date not reported). This report is submitted on april 1, 2019.